Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the access 2 instrument. The erroneously elevated accu tni result was 0.51 ng/ml. The customer's access 2 instrument was programmed to automatically retest (reflex) pt samples that produced questionable results. The reflexed accu tni result was 0.04 ng/ml. No accu tni results from this sample run were reported out of the lab. The customer retested the pt sample after obtaining the discordant accu tni results. The customer indicated that they have a procedure in place that instructs the technologist to repeat any questionable ("gray zone") accu tni results. The pt sample was respun and retested for accu tni. The repeated accu tni result was 0.03ng/ml and this was the accu tni result reported out of the lab. The customer indicated that there has been no change to pt treatment that can be attributed to this event.